Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at in clinic follow-up with the pulse generator in backup vvi. Initial download was unsuccessful, and the device data was unrecoverable. The device was successfully restored by a company representative. The patient¿s condition was stable.